Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that electromagnetic interference (emi) was alleged to be the cause of the noise observed.